Event description:
The customer reported that the device was running hot prior to a procedure. The procedure was completed successfully with a 5-minute delay and no patient impact.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the device was running hot prior to a procedure. The procedure was completed successfully with a 5-minute delay and no patient impact.